Manufacturer narrative:
(B)(4). Insulin pump was received with missing segments and a partial display with black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.

Event description:
The customer reported via phone call that their insulin pump had cracked on the screen. The customer¿s blood glucose was 204 mg/dl at the time of incident. Customer reported that the earthquake happened and they fell over the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per healthcare professional instruction. The insulin pump will be returned for analysis.